Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular lead. Further analysis of the episode showed that the patient had intermittent elevated defibrillation impedance. It was noted that the patient has had chronic elevated defibrillation impedance. Programming changes were made to help determine problems with the lead. Baseline lead noise was observed on the electrogram during isometric movements. No further plans have been made about the event and there were no patient consequences.